Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The fabric around the circular seal was damaged. During a functional evaluation, the obturator was inserted into the trocar and penetrated the test media without difficulty. The unit failed an air leak test due to the observed circular seal damage. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, blue flakes chipping off trocar. Follow up conversations state that blue flakes were observed in the patient when doing a final look via laparoscope before the end of the procedure. It looks as though there were blue threads from the trocar seal. No device fragment left in the patient.